Event description:
It was reported that the patient passed away due to sudep. Programming history was reviewed, and no diagnostic data was available. No further relevant information has been received to date.

Manufacturer narrative:
The death was not believed to be related to vns, so no analysis is necessary.

Event description:
The death was not believed to be related to vns. No further relevant information has been received to date.